Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same was implanted. No additional adverse patient effects were reported.